Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from the bd inventory were taken and visually inspected, and no foreign matter was found during the inspection. Bd was unable to confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: there was "dust present inside the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: there was "dust present inside the tube."